Manufacturer narrative:
Received additional information stating that the procedure was to treat an ica (internal carotid artery) measuring 1.2cm in size.(B)(4).

Event description:
During the procedure, it was reported that two pipelines twisted upon delivery. The pipelines were corked and removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00559.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation and the pipeline was found fully open; therefore, the event cause could not be determined. (B)(4).